Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: (system 1) received a reading of 38 mg/dl at 4:12 p.m. And reading of a 51 mg/dl at 4:22 p.m. (System 2) received a reading of 305 mg/dl at 4:21 p.m. And a reading of 83 mg/dl at 4:26 p.m. Readings occurred with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.